Event description:
It was reported that during a catheter placement procedure, the device allegedly dislodged. It was further reported that the one of the stent migrated from repair kit. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, three electronic photos and one medical image review were provided for review. The photos shows one hickman catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of older repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is inconclusive for the reported stent migration and loss of or failure to bond issues as poor photograph sample evidences were provided and the exact circumstances at the time of reported event was unknown. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a catheter placement procedure, the device allegedly dislodged. It was further reported that the one of the stent migrated from repair kit. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 10/27/2022. The correct g3 date is 05/12/2022. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image and photos were provided for review. The investigation of the reported event is currently underway. H10: g3 h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a catheter placement procedure, the device allegedly dislodged. It was further reported that one of the stent migrated from repair kit. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. However, three electronic photos and one medical image review were provided for review. The photos shows one hickman catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of older repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is inconclusive for the reported stent migration and loss of or failure to bond issues as poor photograph sample evidences were provided and the exact circumstances at the time of reported event was unknown. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.